Event description:
Subsequent to the initial filed report, returned device analysis found that the returned device stent implant and nylon sleeve were returned dislodged from the balloon, flattened and bent. The crimp marks were still visible in between markers. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The stent implant and nylon sleeve were returned dislodged from the balloon, flattened, and bent. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. Additional follow up with the account confirmed the observed stent and nylon sleeve dislodgement, twisted material and material deformation occurred during the procedure/use in patient; however, no further details were provided. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 50% stenosed lesion in the left anterior descending (lad) artery. A perforation occurred due to an unspecified device and a 3.50x19mm graftmaster rx covered stent was advanced, however it failed to cross to the target lesion due to difficult anatomy. The graftmaster stent was removed and a smaller, 2.80x19mm graftmaster was able to cross to successfully seal the perforation. There was no reported adverse patient sequela or clinically significant delay. No additional information was provided.